Event description:
It was reported that the 8mm monopolar curved scissors (msc) instrument was damaged. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) advanced failure analysis (afa) engineer and was found that it looked like indentations and might have material missing but can only be confirmed upon physical inspection.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received an 8mm monopolar curved scissor instrument (part # 470179-23/lot # k11250109 -0229) for failure analysis investigation. This mcs instrument with a different lot number than what had been provided was returned and it matched the image provided by the customer. We tried to contact the customer to determine if it was the same instrument or not; however, we did not receive any response from the customer. We are providing the fa findings; in case it is the same instrument. The instrument was analyzed and found to have blade damage at the midpoint of the blade. One of the blade edges was indented on both sides. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection.

Event description:
Refer to h11 for follow-up information.